Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had an unsuccessful interrogation made with it which caused the device to enter an unexpected state trying to establish a connection. During this state, the device can have an increased battery usage due to high current consumption which resulted in a battery depletion error. Additionally the device recorded several atrial fibrillation episodes containing misaligned markers. With the most recent interrogation, the s-ICD now appears to be operating normally. The s-ICD remains in service and there have been no adverse patient effects reported.